Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap has a circumferential fracture on the proximal side of fiber/cap fusion zone. The fiber proximal to fracture can rotate independently of metal cap. The glass cap is detached and not returned. Fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystallize. The metal cap exhibits severe charred detritus adhesion on surface. The outer flow tubing open end exhibits minor scratch marks. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. There are no signs of breakage along the length of the fiber. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with the fiber and can rotate the fiber. Known inherent risk is likely the cause for the observed glass cap detachment. Cap wear was accelerated due to heat accumulation caused by anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. This would cause reduced vaporization efficiency. Cap wear acceleration lead to the possibility of glass cap fracture. Based on the observed proximal circumferential fracture, an evaluation conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The manufacturer previously completed testing that confirmed that the fiber met all design specifications and performed as intended when the fiber is used per the instruction for use (IFU) and the user maintains a 2mm working distance between the tissue and the fiber tip during use. Further analysis noted that when there is tissue adhesion through constant and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. These factors were identified as a major cause of the noted circumferential fracture on the proximal side. The manufacturer was only able to replicate the observed defect when the fiber tip was buried in tissue or there was tissue adhesion on the fiber tip from constant and heavy tissue contact which is in contrast with the operating instructions, thus further supporting this observation was induced by thermal instability from tissue contact / adhesion. As a result of this further investigation, an update has been made to the IFU to include a recommendation to increase irrigation flow by means of a pressurized saline bag to further increase the liquid cooling effect and potentially reduce the observation previously mentioned in addition to following the existing operating instructions to maintain a 2mm working distance.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure the fiber would not connect to the laser. The console prompted a courtesy message that the device was not recognized. The procedure was completed with another fiber without any clinical consequences to the patient. The fiber was returned and analysis found the glass cap was detached and a circumferential fracture on the proximal side of the fiber/cap was observed.